Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose of over 1324 on (B)(6) 2017 while wearing pump and was put in intensive care unit. Also on (B)(6) 2017 customer was involved in a head on car accident while wearing pump and was hospitalized. On (B)(6) 2017 it was also reported that customer had high blood glucose levels above 500 and having to treat with bolus from pump and he is using more insulin. Customer states it started with infections in his teeth which caused his pancreas to fail. Customers current blood glucose 199mg/dl. The insulin pump did not return for analysis.